Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The skull clamp was returned for evaluation: device history record (DHR) - the DHR review showed no abnormalities related to the reported failure. Failure analysis - unit received with the lock having both rotational and lateral movement and a residue buildup was present. Upon disassembly, repair noted the index knob and lock will need new components added to replace worn internal parts. Unit needs to be machined to have heli-coils added to the large starburst threads. The set screw in the swivel base was tight. Complaint confirmed via inspection of the unit. The lock was loose from extended use and wear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the lock of the a1059 mayfield modified skull clamp was not staying locked. There was no known patient injury or surgery delay.